Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the battery revealed that the device passed visual examination. Functional testing of battery revealed abnormalities on the cell voltage plots. Internal inspection of the battery revealed a lifted cell weld, which contributed to the abnormal cell voltage plots. As a result of the lifted cell weld, the device won't be able to charge or provide power as expected. As a result, the reported event was confirmed. Of note, the battery was able to charge and provide power during bench testing despite the lifted cell weld. The most likely root cause of the reported event can be attributed to a lifted cell weld. If information is provided in the future, a supplemental report will be issued.

Event description:
A battery was returned to the manufacturer because it did not reach complete charge after more than eight hours. One battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.